Event description:
Note: date of event is unknown. In 2007, it was reported to bsc that post biopsy procedure, involving bsc's radial jaw 4 biopsy forceps, the pathology lab informed the physician that the "sample contained muscle." The physician's concern became "the bite is too big or deep with the forcep." F/u clinical info provided to bsc revealed that the biopsy was performed in the colon (patient gender and age unknown); there was no malfunction of the device. Additionally, there was no report of any bleeding nor were any pt complications associated with the biopsy procedure.

Manufacturer narrative:
The customer was unable to suppy the lot number; consequently the device manufacture date is unknown. The complainant indicated that the affected device has been disposed and is not available for eval. A customer shipment history was performed and identified one possible lot number, 9049424. The device history record for this lot was reviewed and revealed that all specs were met and no anomalies were noted prior to it's release to distribution. A review of the complaint database yielded no add'l complaints for the same lot. The february 2007 15-month trend chart was reviewed for the radial jaw biopsy forceps prod family; no unfavorable trends were identified. The relationship between the device and the cause of the reported event is undetermined.